Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.

Event description:
The advocate initially called for assistance with the contour next link. During the call, he received a control reading of 193mg/dl that was not automatically marked by the meter as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Advocate was advised to return the control and strips for evaluation. New strips and control were sent to the customer.